Event description:
Patient b phillips received implant (rflt rapid ra3585c reflect rapid fixture ø3.5mm x 8.5l) on (B)(6) 2022 and experienced failure to integrate which lead to the being implant removed on (B)(6) 2022. X-rays were provided wer provided by the dentis. Implant replacement was sent to dt. Andrew glenn on (B)(6) 2022..